Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report air embolism, bradycardia, and hypotension. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds 00928u476) was advanced to the mitral valve, and the clip was deployed. However, during clip deployment, an air embolism was suspected due to the electrocardiogram (EKG) showed st elevation with both blood pressure and heart rate dropping to 35 bpm. A full angiogram was performed showing no abnormalities, and after a few minutes the patient¿s hemodynamics improved. A second clip was deployed on the medial side of the first clip, reducing mr. The mean pressure gradient was at 3mmhg at this stage. Then a third clip (00928u346) was deployed on the a2/p2 to further reduce mr. However, after deployment mean pressure gradient increased to 8mmhg with a heart rate of 75 bpm. A decision was made to deploy the third clip despite the increase of gradient due to the patient¿s health would be more improved with mitral stenosis then with mr. Th physician was satisfied with the results, despite the mean pressure gradient of 8mmhg. Three clips were implanted, reducing mr to 1. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported air embolism, hypotension, bradycardia, and EKG/ECG changes could not be determined. Furthermore, air embolism, hypotension, bradycardia, and EKG/ECG changes are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.